Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Customer reported that the cutter did not work during an eye surgery. It is unknown if the cutter was aspirating at the time of the event. Additional information and product sample were requested.

Manufacturer narrative:
No probe sample has been returned for evaluation for the report of a cutter failure; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined a product sample was not received for evaluation. (B)(4).